Event description:
This was a cardiac lead removal conducted in the hybrid or to remove a malfunctioning sjm 1581 riata -rv (85 mths old). The patient was prepped per hrs recommended standards with cvs on standby. The rv lead was cut and prepped with a lld-ez, suture tied to outer insulation and a cook bull dog used to attach to svc and rv coil wires. Lasing began with a 16f sls ii progressing just past the proximal coil, the rv lead came free from the vascular wall. The patient's abp dropped immediately. A tee noted a pericardial effusion, a pericardiocentesis was performed and the cvs entered the room within 3 minutes of the initial abp drop. A sternotomy was performed within 5 minutes and a rv apical perforation was found and successfully repaired. The patient made a full recovery and was discharged home within a few days.